Manufacturer narrative:
Please note that this device, resolute onyx is not marketed in the united states; however, it is similar to the united states marketed product resolute integrity. This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.

Event description:
It was reported that the physician was attempting to use a resolute onyx rx drug eluting stent to treat a non-calcified and non-tortuous rca ostial total occlusion lesion exhibiting 98% stenosis. It was reported that the lesion was narrow and 4mm with a shelf like appearance. Another rca lesion was noted proximal near the ostia. The onyx stent was to be used to cover both of them. The device was implanted and inflated up to 12 bar, and an occlusion was noted immediately after stent inflation in the middle of the stent. Plaque was also observed and the physician inflated the stent again and when the plaque was still visualized ivus was carried out to exclude aortic dissection. It was possible that a stent fracture may have also occurred, but this could not be confirmed because the ivus catheter was jumping. The lesion was pre-dilated and post dilated. No patient injury reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.